Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer called stating she did not use the tampons because they looked like they were out of the applicator, and the cotton looked fuzzy and frayed. She pushed a couple tampons out of the applicator, and the middle of the tampons were falling apart and had chunks of cotton coming out. No injury was reported.

Manufacturer narrative:
30-oct-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Middle of tampon falling apart...chunks of cotton coming out [device breakage] tampon looked like it was out of the applicator...cotton was kind of fuzzy and frayed [device physical property issue] case description: consumer called stating she did not use the tampons because they looked like they were out of the applicator, and the cotton looked fuzzy and frayed. She pushed a couple tampons out of the applicator, and the middle of the tampons were falling apart and had chunks of cotton coming out. No injury was reported.